Event description:
Caller states patient tested hi (greater then 33.3 mmol/l) on the aviva system. The patient was nauseous and vomiting with this result. The nurse on duty interpreted hi as "h1" and reported the "1" to the physician. Based on this information, the physician advised nurse to treat the patient with glucagon. A second result of hi was obtained, and a physician advised the nurse to treat the customer with unspecified insulin. Patient has since been admitted to an intensive care unit; her current condition is not known. Requested return of suspect device however caller no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.